Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. An unspecified balloon catheter was advanced to dilate the lesion. A 2.25x24mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion despite several attempts. When the device was removed, the distal end of the stent was found to lifted. The procedure was completed with a 2.5mmx28mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).